Event description:
A customer reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump with updated software to be sent to the customer. Instructions were provided for putting the current pump into storage mode and returning it to tandem. The customer acknowledged and understood the instructions, which included using a return box and pre-paid label. The customer will use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.